Manufacturer narrative:
During servicing for preventive maintenance on 3/15/2023, the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The root cause of the error message was an encoder failure, likely attributed to the age of the device. The autopulse platform was manufactured in 2014 and has well exceeded its expected serviceable life of 5 years. During visual inspection of the platform, one of the head restraint wires on the top cover was observed to be cut/damaged. The damaged head restraint does not render the autopulse platform non-functional. Also, the big black cover was observed to be cracked/damaged. The observed physical damage on the top and big black covers was unrelated to the (ua) 45 and appeared to be the characteristic of user mishandling. The autopulse platform failed the initial functional testing due to the (ua) 45. The customer declined the service repair. Therefore, no service was performed, and the autopulse platform will be scrapped by zoll deutschland. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse platform with sn (B)(4).

Event description:
During servicing for preventive maintenance on 3/15/2023, the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. No patient involvement.